Manufacturer narrative:
Device evaluation by manufacturer: on 15-jan-2018 a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse performed a visual inspection and found excess of wash fluid in bf probes 1-4 wells. The fse attempted to purge air from the bf lines by performing four (4) consecutive wash cycles and all failed. The fse received 2239 bf probe one (1) purge failure, 2241 bf probe three (3) purge failure and 2242 bf probe four (4) purge failure error messages all four (4) times. The fse replaced 3-way solenoid valve on the bf probe four (4) and ran two (2) cycles of wash primes and error message 2239 bf probe purge failure was no longer being gerenerate, but 2241 bf probe 3 purge failure and 2242 bf probe four (4) purge failure still persisted. The fse replaced solenoid the 3-way solenoid valve on bf probe three (3) and ran two (2) wash cycles, also performed daily startup and maintenance without errors. Customer ran quality controls and all passed. The aia-2000 instrument was functioning as intended. No further action required from field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 12dec2016 through aware date 12jan2018. There were no similar complaints identified during the search period. The aia-2000 operator's manual chapter 6 - system operation, section 6.2.2 - maintenance routine: 2239: b/f probe 1 flush failure appears when b/f probe 1 flush fails. 2241: b/f probe 3 flush failure appears when b/f probe 3 flush fails. 2242: b/f probe 4 flush failure appears when b/f probe 4 flush fails. These messages indicate that air was not completely flushed from the wash solution lines. Operator is instructed to check b/f unit for possible causes of the malfunction. Contact a tosoh service center or local representatives if error messages still appear after flushing 5 times or more. The most probable cause of the reported issue was due to a clogged wash probe assembly and faulty 3-way solenoid valves on bf probe three (3) and bf probe four (4).

Event description:
On (B)(6) 2018 a customer reported receiving 2242 bf probe 4 purge failure error message while performing background check on aia-2000 the instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of fsh patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.